Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The arctic sun 5000 was evaluated upon receipt. (Arctic sun 5000) no error code observed. In decontamination, installed test circulation pump for low flow to continue the process. Determined to be a failed circulation pump. Circulation pump was serviced. Flow meter impeller was not spinning. Tank seals were cracked/splitting. The chiller molded tube was replaced due to splitting upon removal of the tank. Device underwent pm program. Flow meter was replaced. Tank seals were replaced. Chiller molded tube was replaced. Mixing pump was serviced. Circulation and mixing pump motors were replaced due to excessive hours. Replacing both manifold o-rings, replacing the drain valves, and replacement of the double bend tube. Control panel coin cell was replaced due to age. An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for low flow. Per review of wo notes on 27aug2025, the flowmeter had failed. They would like to send this device into the depot for 2000-hour service. Per sample evaluation results on (B)(6) 2025, the flow meter impeller was not spinning. Also, an additional complaint for the tank seals were cracked/splitting. Another complaint, the chiller molded tube was replaced due to splitting upon removal of the tank.